Event description:
During an unknown procedure, the first closing trigger did not want to lock after firing, after second attempt another device was opened and worked perfectly. No patient consequence.